Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that both of the instrument's pitch cables were broken at the distal end. Both crimps were found to still be attached. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci surgical procedure, the wires at the tip of the fenestrated bipolar forceps instrument were found to be broken. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.